Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer was treated with food and glucose. Customer was admitted as an in inpatient for medical treatment on (B)(6) 2016. Customer stated that ER came to the house and treated him. Customer does not know the cause of low blood glucose.